Event description:
The customer reported the message display "maintenance is necessary" was displayed. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.